Event description:
It was reported by the customer that following implantation of a preloaded multifocal intraocular lens (iol), model drn00v, in the patient¿s right eye, the patient experienced severe nighttime halos and avoided driving at night. Best-corrected visual acuity (bcva) remained suboptimal, and the patient was deemed an unsuitable candidate for a multifocal lens. The lens was explanted during a secondary procedure and replaced with a non-johnson & johnson lens. The surgery was completed successfully without complications such as vitrectomy, incision enlargement, sutures, or additional medications beyond standard care. The customer believes the device contributed to the event. The patient¿s outcome was good, with no impact on daily activities. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section h6: health effect - impact code: 4619 - halo vision- surgical intervention required; 4619 - glare surgical intervention required. Section h6: health effect- impact code: 2271- sub-optimal results. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: january 7, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut in half. The lens was further inspected and no other issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.